Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was confirmed due to bent pulse pins on the belt receptacle. The belt receptacle was also contaminated. The monitor was unable to fire pulses. The root cause for the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.